Manufacturer narrative:
The device was not available and therefore a device evaluation could not be performed. A device history record review was unable to be completed as a batch number was not provided. A high-level analysis was performed and there were no non-conformities found to be related to the reported event. Based on the information received the exact cause of the reported event could not be determined as insufficient information was provided. As part of this investigation due diligence attempts were made to obtain additional information, but no new information was provided. A review of the device risk file was completed. The reported event is known and does not constitute a potential new harm or new hazard. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labeling or instruction leaflet, of the medical device for the reported case. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with the use of the device. Polynovo does not believe that a corrective action is warranted. Polynovo will continue to investigate and monitor complaints of this nature. MFR reference #: (B)(4).

Event description:
A surgeon reported that a btm was applied across the wrist on a 15 year old patient, and thick scars were reported as problems/complications. The thick scars required laser treatment.